Manufacturer narrative:
Trackwise # (B)(4). Analysis of production for OEM devices: (3331/213) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Device not returned: (4114/ 3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using 7mm extended length endoscope s/n (B)(4). They were unable to connect their light cord to the scope with current adapters included with scope. They used another scope to finish the case. No patient was harmed. They are going to contact the manufacture of the tower/light cord to see if they have an adapter.